Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to tilt and subsequent deep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The following additional information was received per the patient¿s implant records: the filter was implanted with the top of the filter at the superior endplate of l2 and the bottom of the filter at the l3 pedicle level. The indication for filter implant was due to intracranial hemorrhage and acute dvt for the second time. The patient tolerated the procedure well. Per the patients¿ medical records, the patient underwent a CT abdominal scan approximately nine years post implantation. The CT scan showed an infrarenal ivc filter with the proximal tip of the filter angled about 18 degrees to the left relative to the vertical of the ivc. The apex of the ivc filter contacts the left wall of the ivc with some deformity of the ivc. The proximal apex of the filter is at the level of the right renal vein and about 2.8cm below the left renal vein. The struts of the ivc filter project at or slightly beyond the wall of the ivc but no definitive perforation. No definite fracturing or disruption of the ivc struts. No visible stenosis within the ivc though the study was performed noncontrast. According to the information received in the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from ¿bad feelings¿ in the chest and right leg.

Manufacturer narrative:
The implant date was confirmed to be accurate. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the patient had placement of the optease inferior vena cava (ivc) filter. Per the medical records, the filter was implanted due to intracranial hemorrhage and acute recurrent dvt. The top of the filter was placed at the superior endplate of l2 and the bottom of the filter at the l3 pedicle level. The patient tolerated the procedure well. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to tilt and subsequent deep vein thrombosis (dvt)/ pulmonary embolism (pe). A non-contrast CT scan of the abdomen was done approximately nine years post implantation, it showed an infrarenal ivc filter with the proximal tip of the filter angled about 18 degrees to the left relative to the vertical of the ivc. The apex of the ivc filter contacts the left wall of the ivc with some deformity of the ivc. The proximal apex of the filter is at the level of the right renal vein and about 2.8cm below the left renal vein. The struts of the ivc filter project at or slightly beyond the wall of the ivc but no definitive perforation. No definite fracturing or disruption of the ivc struts. No visible stenosis was seen within the ivc. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. The patient also reports suffering from ¿bad feelings¿ in the chest and right leg. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots, pulmonary embolism and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The catalog and lot numbers are unknown. The exact event date is not known. As reported, the patient underwent placement of the optease vena cava filter. The indication for the filter placement was not reported. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to tilt and subsequent deep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported filter tilt could not be confirmed and the exact cause could not be determined. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. Additionally, the timing and mechanism of the filter tilt is unknown. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Clinical factors that may have influenced these events include patient, pharmacological and lesion characteristics. This event does not represent a malfunction of the device. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient including but not limited to tilt and subsequent deep vein thrombosis (dvt)/ pulmonary embolism (pe). As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.